Event description:
It was reported during a percutaneous transluminal coronary angioplasty, shaft breakage occurred. The lesion being treated was located in the right coronary artery. During advancement of the 3.00x28mm taxus liberte drug-eluting stent delivery system, the device became stuck in the proximal 1/3 of the lesion. When the physician attempted to loosen it with a back and forth movement, the catheter fractured. The procedure was completed with another of the same devices, and no patient complications were reported.

Manufacturer narrative:
Following device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 27 cm distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. A detailed examination of the device could not identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.